Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The administrator of (B)(6) center where the patient had her ankle replacement called and stated that the patient had a blood culture done and it was found to have pseudomonas infection, that was on or about (B)(6) 2018. Tim churet stated that she had a washout and seems to be healing fine.